Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was obstructed with blood. It was visually noted that the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial implant, the left ventricular (lv) lead was in position, but the guidewire could not be removed. The lv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.